Event description:
The pump and catheter were received with no information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted/ explanted: unk. (B)(4). Analysis of the pump revealed motor gear train anomaly and corrosion. Analysis of the catheter revealed a hole in the catheter body 22.7 cm from the distal tip user related. Discoloration around the hole indicated the hole had most likely been present for a significant amount of time while implanted. The shape and location of the hole indicated, it may be related to the introducer needle. Drugs delivered via the device were noted as morphine, clonidine and baclofen.